Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. However, the next day the malfunction alarm reoccurred, and the pump was replaced to resolve the issue. The customer will continue to use their current pump for insulin therapy until replacement pump arrives. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.